Event description:
Following a shoulder surgery, the pt was sent home with po pan pump proving a continuous pain therapy through scalene block at a flow rate of 6 ml/hr using ropivacaine or bupivacaine (not cleared, at unk concentration). At the morning of the next day, the pt manipulated the pump's flow regulator and mistakenly changed the regulator position from r (regulating) to p (fast priming). As a result, the entire medication volume of the pump reservoir (unk, estimated by approximately 300ml) been infused to the pt body (subcutaneous) within less than one hour. The pt was taken to the hosp ER for supervising. Three and a half hours following the incidence, it has been reported that the pt's condition is "all right".

Manufacturer narrative:
On july 16th, the pump was inspected by an objective third party who been appointed by the insurance of the facility. The findings of the inspection are included. These findings support and strengthen our claims as presented in the first MDR submission; the incidence occurred due to user errors.